Event description:
Boston scientific received information that during normal device change out, while cutting to open the pocket the insulation of this right atrial (ra) lead was also cut. The lead was then tested showing measurements and sensing to be good. The physician elected not to do anything to address the damaged lead. At the end of the procedure after the lead was connected to the device, pacing impedance measurements displayed greater than 2500 ohms. There was also intermittent capture. Sensing was good. The new device was programmed to vdd and the lead was left implanted. There were no patient symptoms or adverse patient effects.

Event description:
--

Manufacturer narrative:
The lead remains implanted with no further observations noted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted with no further observations noted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this right atrial (ra) lead was surgically abandoned due to no sensing and pacing not delivered when required. There were no additional adverse patient effects reported.